Event description:
As reported, when the edwards sales representative inspected the om-2 cable using a catheter and a calibration cup in his branch office, the svo2 value decreased from 82% to 71% over 30 minutes. It is not yet known why the testing was being conducted, or if the testing was done in a manner that would accurately represent clinical performance.

Manufacturer narrative:
Return of the suspect device is anticipated; however, the device has not yet been received at the time of this report. The device/service history record review was completed and all manufacturing inspections passed with no non-conformances noted for any reason.

Manufacturer narrative:
The optical module was returned to an edwards electronics service center for evaluation. An edwards electronic technician evaluated the optical module and confirmed the customers' experience of 'svo2 value of invitro-calibration decreasing from 82% to 71% during 30 minutes.' During evaluation, the svo2 value drifted during both in-vitro (75%~83%) and in-vivo (%~63%) calibration due to a component failure. Om2 cables are not repaired and are therefore decommissioned. The device history record was review supports that all manufacturing requirements were met during the manufacture of the referenced device. The cable will be 'scrapped.'